Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was under-fill or low draw of the tubes with blood. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: there were draw issues with the tubes. "Approximately 10 of 30 tubes from a pack did not draw enough volume of blood; drew only about 1ml. The remaining tubes drew the correct amount."

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was under-fill or low draw of the tubes with blood. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: there were draw issues with the tubes. "Approximately 10 of 30 tubes from a pack did not draw enough volume of blood; drew only about 1ml. The remaining tubes drew the correct amount."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/31/2021. H.6. Investigation: bd received 74 samples for investigation (material #367528, lot #0058594). The samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.